Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. The attorney's report alleges that the pt was implanted with a composix kugel mesh on (B)(6) 2006. On (B)(6) 2006 the composix kugel hernia patch was explanted. The pt's attorney did not allege a specific device failure and medical records have not been provided. We have contacted the initial reporter to request add'l info and if available, to request return of the device for evaluation. A mfg review was performed and no evidence was found of a mfg related cause for the alleged event. This MDR includes all pt, event and device info davol has rec'd to date. If add'l event and/or evaluation info is obtained, a follow up MDR will be submitted.

Event description:
The following was reported to davol by the pt's attorney: on (B)(6) 2006 - the pt was implanted with the composix kugel hernia patch. On (B)(6) 2006 - the composix duel hernia patch was explanted. The attorney's report alleges permanent injury, pain and suffering, defective mesh, and explant.